Event description:
Overinfusion, of unk medication and normal saline. Pt left surgery with 200cc (approx) in IV bag to pacu, IV set at 14-17cc/hr, moved pt to ICU and nurse found in 4hr period all 200cc infused, no alarms, no reported pt injury, no further info from risk mgr.